Event description:
(B)(4). It is now (B)(6) 2017, and these issues are still prevalent every day.

Event description:
(B)(4). I've been having contractions about 4 times a day since the implantation of essure. The contractions are painful and make me double over in pain. My periods are extremely heavy, and I always have large blood clots. I've also gained about (B)(6). I've always been under weight. I developed an allergy to the sun right after implantation, and as a person with olive skin who has always tanned, this is obviously a side-effect of essure. When I'm in the sun I get bumps covering any part of me that is exposed, usually my arms. I was diagnosed with an allergy to the sun. I never had any of these issues before essure.